Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue; at night, the pump turns off by itself. The battery has been in use only one week. Battery cap is tight on the pump and yellow o-ring is not visible on the cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/08/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/16/2015 with the following findings: review of the black box data did not reveal any records of power on reset events. The returned battery cap was evaluated and determined to be intact without damage or defect and was able to maintain electrical connection when attached to the pump. On examination, the battery compartment was noted to be cracked above the bumper pad. There was no evidence of moisture inside the battery compartment. On testing, the pump was powered on and successfully exercised for 24 hours without power interruption. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components including the power circuit. Investigation did not confirm or duplicate the power complaint. Unrelated to the original power complaint, the display was found to be dim, faded and discolored.